Manufacturer narrative:
This report is submitted on june 14, 2023.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery due to poor magnet retention under general anesthesia on (B)(6)2023. The implanted device remains.